Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device color band was chipped and fading, the bearings were worn and the color ring was damaged. It was further determined that the device failed pretests for vibration and visual assessment. It was noted in the service order that the device had a fine brissol stuck inside the tube area. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.